Event description:
The manufacturer received information that a trilogy evo ventilator had "ventilator inoperative" appearing on the screen. There was no patient involvement, and no harm or injury reported. The device has not yet been returned for evaluation. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed.